Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12241. It was reported that the system was explanted due to an infection. Further information was requested and not available yet.

Manufacturer narrative:
Analysis was normal. No anomalies were found.